Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician had difficulty inserting a ruby coil into another manufacturer's microcatheter. It appeared that there was a kink in the introducer sheath and at the end of the ruby coil pusher assembly. The ruby coil was removed and the procedure was completed using new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
(B)(4). Age at time of event based on additional information provided on 01/08/2016.